Manufacturer narrative:
One cadd ms3 pump was returned for investigation. The reported issue was verified. The drive rod was inoperable and was replaced to resolve the issue. Other issues were also found and resolved.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump had system failure, the case was damaged and the screen was damaged. The issue was discovered during testing and there was no patient involvement.